Event description:
It was reported that an imaging catheter got stuck in stent. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. An atlantis sr pro² was advanced through an implanted 3.00x20mm promus element stent. When the imaging catheter was pulled out, the catheter got stuck in stent. The physician inserted guidewire and the imaging catheter deeper and torqued both devices and issue was solved. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).